Manufacturer narrative:
(B)(4). Insulin pump trace download analysis confirmed the unit alarmed power error . The power management tool confirmed power error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 v for 4 consecutive hours due to connector resistance j6 / pcb 1. After disconnecting and reconnecting the internal battery connector on j6 / pcb 1, the unit was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an alarm was generated when a power system error was detected and this error did not prevent the pump from running error. Customer blood glucose value was unknown. The insulin pump will be returned for analysis.